Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported leak, or to determine if it could have contributed to the reported hyperglycemia and emergency room visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone16.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to approximately 400 mg/dl after more than 48 hours of pod wear. The patient stated that blood glucose levels began to stabilize following pod replacement; however, she continued to feel unwell, which prompted her to seek medical attention at the emergency room. It was further reported that slight bleeding at the infusion site and insulin leakage were observed upon pod removal. Reported symptoms included vomiting. The patient was diagnosed with cyclic vomiting syndrome and was treated with intravenous fluids. The patient reported returning home the same day.